Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger was not charging her batteries. The pt was issued a replacement battery charger/modem and two replacement batteries.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) was completed. The reported problem (not recognizing batteries) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling resistor on the charger bedside board. The root cause for the shorted q1 transistor could not be positively identified. Device evaluation of battery pack sn (B)(4) was completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery was unable to recharge of power up a monitor. The cause for the failure was isolated to corrosion on the battery pca board. The root cause for the corrosion was ingress of an unknown liquid. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to an open battery fuse. The root cause for the blown fuse could not be positively identified. No adverse event resulted from the defective battery charger/modem and battery packs. The pt received a replacement battery charger/modem and replacement batteries. Device manufacture date: battery charger/modem sn (B)(4): 10/2010; battery pack sn (B)(4): 03/2010; battery pack sn (B)(4): 06/2011.